Event description:
During an in clinic follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Provocative testing was performed and no anomalies were noted. Technical support was contacted and lead damage was suspected. Reprogramming was performed to resolve the event. The patient was stable and will continue being monitored.